Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead, the patient experienced pre-syncope. Received data transmission indicated intermittent loss of capture, and some rise in threshold after the implant. It was also reported, every other r wave dropped due to managed ventricular pacing (mvp) mode. Diagnostic testing/ troubleshooting was performed. The rv lead was explanted and replaced. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.